Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was overheating. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. An attempt to pair transmitter with (B)(4) bluetooth device was performed and passed. The share data log was reviewed and no error related to overheating was observed in the cloud data within the investigation window. The bin file was reviewed finding error related to overheating. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.